Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#(B)(6). Product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger (rtm) caused the no device found message and failed the antenna temp test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt got "system problem: cannot continue: call medtronic: rm03" chronically on their controller when attempting to charge their implanted neurostimulator(ins) (pt said they started getting error message about 1 -1.5 months ago or longer). Pt stopped using spinal cord stimulator(scs) after error message kept coming up and "got frustrated and went back on pain medication." Pt said it had "been a hot minute" since the spinal cord stimulator(scs) had worked because of the issue with the recharger antenna. Pt had attempted battery reset of the controller to resolve issue, but reset did not resolve issue. Pt said they had talked to their hcp about the recharger antenna issue and hcp thought the recharger antenna was "not getting connection because the pt gained weight." It was noted that the patient could not charge the ins. An email was sent to the repair department to replace the recharger antenna.